Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected potassium (k+) result was obtained from a single patient sample processed using vitros chemistry products k+ slides lot 4102-1126-7817 on a vitros xt 7600 integrated system. The investigation could not determine a definitive assignable cause of the event. A possible cause of the event is an instrument related issue. The pm evaporation caps of the vitros xt 7600 system had not been cleaned during the month of (B)(6) 2024 as required for monthly maintenance. The initial result was obtained from a different incubator slot on the vitros instrument than the repeat result and it's possible that one or both the evaporation caps were dirty. An ortho laboratory specialist cleaned the pm evaporation caps and processed post maintenance precision testing in which the results were within ortho acceptable guidelines. However, as no pre maintenance precision testing was performed and as the post maintenance precision testing was processed with an alternate lot of vitros k+ reagent, an instrument issue could not be confirmed nor ruled out as contributing factors of the event. Based on historical quality control results, a vitros k+ lot 4102-1126-7817 performance issue is not a likely contributor of the event. However, an individual slide related issue could not be entirely ruled out. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros k+ lot 4102-1126-7817 pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer's recommended centrifugation protocol. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected potassium (k+) result was obtained from a single patient sample processed using vitros chemistry products k+ slides lot 4102-1126-7817 on a vitros xt 7600 integrated system. Patient sample result of >14.00 mmol/l vs the expected result of 2.87 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros k+ result was not reported from the laboratory. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).